Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse was able to replicate the reported issue. The isi fse replaced the erbe integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis. The iesu was analyzed and found to have errors c-38. The unit was placed on an in-house system and run in normal mode. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the monopolar energy halted messages were displayed. Intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the logs and found multiple erbe errors including c-30 and c-38. The customer swapped out the instrument and power cord and switched the port and the issue persisted. The customer was still able to use monopolar energy but at a reduced capacity. The customer power cycled the erbe with no change. The procedure was completed with no reported injury.